Event description:
It was reported that the patient underwent bkp at th12. During the surgery,intradiscal cement leakage was reported. The event outcome was reported to be ¿no patient¿s health damage¿ as there was no change in leaked cement.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.